Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the roller pump made a grinding noise while operating. The hosp based biomedical engineer opened the roller pump and discovered black dust inside the pump. The device was used to conclude the procedure. The user reported, the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.